Manufacturer narrative:
Reference record (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021, the patient experienced an aggravation of the stoma symptoms. The stoma site was swollen, red, and hot. The patient went to the emergency room (ER) and was admitted to the hospital for an abscess at the stoma site. The surgeon opened and drained the abscess. The patient received unknown intravenous (IV) antibiotics. The stoma site abscess subsequently improved.

Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (country) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient was diagnosed with a stoma site infection and was treated with augmentin oral antibiotic for 10 days. A stoma culture was recommended, but it was unknown whether a stoma culture was performed.